Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Evice not returned.

Event description:
It was reported that a cartridge alarm 19 occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 195 mg/dl. The customer took a manual injection. It was indicated that the customer had a backup pump available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
Corrected data: MFR report # and section.